Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 30 mg/dl. The patient was having heart problems and had fluid in their lungs. The patient was also diagnosed with a infection that is unknown. For treatment intravenous (IV) serum and insulin. The patient was prescribed a antibiotic called amoxicillin at 500 mg to take 1 tablet at 3 times per day for 4 days. The pod was worn between 4 and 24 hours on the back. The patient was discharged after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 30 mg/dl. The patient was having heart problems and had fluid in their lungs. The patient was also diagnosed with a infection that is unknown. For treatment intravenous (IV) serum and insulin. The patient was prescribed a antibiotic called amoxicillin at 500 mg to take 1 tablet at 3 times per day for 4 days. The pod was worn between 4 and 24 hours on the back. The patient was discharged after 4 days.